Event description:
Per the independent repair center statement, the unit will not start. The key failure was the short circuit on the capacitor. In addition, the intake filter, and cabinet filter are dirty.